Event description:
Patient undergoing laparoscopic endometrial ablation. During the procedure, the resident surgeon placed the monopolar scissors on the patient's abdomen with the tip touching the patient's skin. The resident was using the klepinger instrument but activated the foot pedal for the scissors, thus burning the patient. The burn was 1 cm round and a blister was raised. The area was treated with bacitricin.